Event description:
It was reported that the patient had a pump off and low speed operation. The staff suspected driveline fatigue. Log files contained a pump stop event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file data confirmed a transient pump stop; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file contained events from day 2782, hour 22, minute 5 through day 2797, hour 21, minute 47. A transient pump stop event was captured on day 2792, hour 5, minute 44, when pump speed gradually decreased to 0 revolutions per minute (rpm), before increasing back to the set speed by day 2792, hour 13, minute 27. This event was accompanied by a decrease in pump flow. A specific cause for these events could not be conclusively determined through this evaluation. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate ii patient handbook, rev d, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump speed. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the hmii patient handbook, "alarms and troubleshooting", address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file data confirmed a transient pump stop; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file contained events from day 2782, hour 22, minute 5 through day 2797, hour 21, minute 47. A transient pump stop event was captured on day 2792, hour 5, minute 44, when pump speed gradually decreased to 0 revolutions per minute (rpm), before increasing back to the set speed by day 2792, hour 13, minute 27. This event was accompanied by a decrease in pump flow. A specific cause for these events could not be conclusively determined through this evaluation. No other notable events or alarms were captured. It was reported that the patient had a pump off and low speed operation. It was additionally reported that the staff suspected driveline fatigue as the cause. It was communicated that the hospital would not provide any additional information related to this event. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate ii patient handbook, rev d, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump speed. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the hmii patient handbook, "alarms and troubleshooting", address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was admitted from (B)(6) 2024. An echocardiography was performed. After hospitalization, there was no recurrence of the issue. The patient would be monitored.